Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported that six days prior, she had a blood glucose reading of 40 mg/dl at 4am. She stated she ate a lot of food to treat her reading which resulted in a 8am reading of 500 mg/dl. The patient stated her "diabetes is uncontrollable." She refused further details or troubleshooting. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.